Event description:
Report received indicated that during stent post dilation the balloon was taken to 23 atmospheres; however, it would not hold the pressure. Therefore, was catheter was retrieve and when examined a leak was observed on the side of the catheter around exit port.

Manufacturer narrative:
This product has been returned for eval and testing, however, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.